Manufacturer narrative:
Additional information: h3, h6. H10: the actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection was performed and dampness was observed on the paper towel the first wipe and the second wipe with the transfer set. The dampness was not present on the third wipe. Though there is an appearance of slight dampness; however, the video did not show a continuous wetness occurring throughout the duration of the video. The sample did not have the normal characteristics of a leak (continuous fluid flow). The moisture appears to be coming from under the twist clamp. It is known that moisture can be trapped beneath the twist clamp from cleaning or bathing. Due to the nature of the sample, no functional tests could be performed. Therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked; further described as "water leaked out from the roller clamp transfer set." This was observed after a peritoneal dialysis exchange. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.